Event description:
Patient to receive paxitaxol infusion. Phaseal was attached to mainline tubing without difficulty. After infusion was started, the patient began noticing she was "getting wet." Staff discovered a leak in the phaseal at the y-site. Patient's clothing was saturated and the skin was exposed to the medication.